Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference bfarm (B)(4). Ventilation stopped (black screen) with alams. The patient's saturation was very low after the incident. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
The g5 failed during ventilation and had only alarmed continuously the screen was black. According to information from the technician, there was no personal injury!!!!! It says so on the letter from the customer, but it is only about the fact that the patient's saturation was very low after the incident. There has been no report to the authorities from the client so far. The unit is in the basement and out of service.